Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The battery pack and the battery charger were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system had a problem with the charger. No patient injury was reported.